Event description:
It was reported one of the patients scs leads had fractured. As a result, surgical intervention was undertaken wherein the fractured lead was explanted and replaced to address the issue. Investigation was unable to determine which lead was at fault.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.